Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the wound had not closed and the device and leads were explanted approx. 2 months after the implantation. The patient experienced worsening heart failure and was hospitalized. A new system was implanted. Should additional information be received, this file will be updated.